Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed noise on the left ventricular lead. The noise was reproducible in clinic. Rib clavicular crush damage or insulation abrasion were suspected. Upon follow-up, the lead functioned appropriately and remained implanted. The patient was in great condition.